Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via trending data. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that during a follow up, upon device interrogation an alert message for battery voltage at eri was noted. The battery longevity had decreased from 6 years to eri since the previous follow-up. The device was explanted and replaced. Patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.